Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the up arrow and act buttons on the insulin pump are not responding. Blood glucose value was 132 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened express bolus and esc button dome switch. The insulin pump had minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.